Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with the reset, after which no further malfunction codes appeared, allowing the customer to continue using the pump. The customer was advised to call back if the issue recurred.